Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon evaluation, pulse wire was cut internally between the front therapy electrode and ECG a. The cause for the cut pulse wire cannot be positively determined. No adverse event resulted from the open connection. The pt received a replacement electrode belt.

Event description:
A pt service rep assisting a (B)(6) female pt contacted zoll customer support to report that he is receiving constant check therapy electrode pad messages. The pt was issued a replacement electrode belt.